Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found no notable conditions. The reported condition was confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had incurred a one centimeter dermal burn.